Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h6.

Event description:
Healthcare professional reported "rupture, clouding of the membrane and capsular contracture baker grade iii". Healthcare professional later reported "lymphoma analysis was not performed, rupture of the implant in lower pole region, clouding of the membrane, change of breast shape and capsular contracture baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii. Photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "rupture, clouding of the membrane and capsular contracture baker grade iii". This record is for the right side. Device was explanted.